Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
Boston scientific received information that during an elective device replacement, difficulty with setscrew retraction was exhibited. The setscrew was able to be removed following the use of several torque wrenches and tugging. No adverse patient effects were reported.